Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by informing them of the results of the returned and tested mattress and confirming with customer that nothing more is needed from stryker.